Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the reservoir had leak. The customer's blood glucose value was 251 mg/dl. Customer states reservoir was detached. Customer states leak in infusion set also. The reservoir will not be returned for analysis.